Manufacturer narrative:
Patient took part in the post approval continued access study. Review of images pre-post and 6-weeks out from clinical study found no anomalies. No definitive conclusions can be made. At this time no connection can be made between the patient's current pain and any shortcomings of the device or information provided with the device.

Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2004 (ide study) at l4/5. Patient reports having continued pain. As an adverse outcome was reported an MDR is filed to document this event.